Event description:
It was reported that 7ml of sterile water from the foley balloon was removed, when 10 ml of sterile water was filled into the balloon. Several attempts were made to remove the water, the user attempted to remove the foley and the foley come out easily with 3ml of sterile water in the balloon. Upon further inspection, the water in the balloon filled up only on one side and after inflating, the catheter was unable to remove. It was noted that the balloon was defective.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/ collapse lumen/ sac close eye/ valve damage). The device was not returned for evaluation. The lot number was unknown, and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 7ml of sterile water from foley balloon was removed, when 10 ml was gone into the balloon. After several attempts to remove more water, the user attempted to remove the foley and the foley came out easily with 3ml of sterile water in the balloon. Upon further inspection, the water in the balloon only filled up on one side and after inflating, was not able to be removed. The balloon was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that 7ml of sterile water from the foley balloon was removed, when 10 ml of sterile water was filled into the balloon. Several attempts were made to remove the water, the user attempted to remove the foley and the foley come out easily with 3ml of sterile water in the balloon. Upon further inspection, the water in the balloon filled up only on one side and after inflating, the catheter was unable to remove. It was noted that the balloon was defective.